Manufacturer narrative:
Device evaluation: in quarter 2 of 2019, there was 1 instance of power failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 29 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to battery compartment cracks, and damaged battery caps. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 29</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-71 years of age and between 80 and 213 pounds. Of the reported patients, 14 were male, 15 were female, and 0 were unknown.